Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found a leak in the airway pressure tubing internal to the unit and replaced the tubing. The fsr was unable to duplicate piston centering issue and the customer was unable to duplicate it as well. The fsr was unable to duplicate the mean airway pressure issue.

Event description:
The customer reported that the amplitude varied from high 40s to low 20s without any adjustment, while the device was in use on a patient. The mean airway pressure dropped from 14 to 8 and the piston center abruptly moved full left on its own. There was no patient harm associated with the reported issue.